Event description:
During aaa repair in 2008, the safety wire of the flex main body could not be withdrawn. Pulling on the wire caused the metal cannula to bow inward, indicating that the wire was still in the top cap. A 25mm snare was introduced from the left arm and advanced. The top cap was surrounded and the snare pulled taut. While applying traction with the snare, the safety wire was able to be pulled with difficulty. When the wire was pulled free of the cap, the traction from the snare caused the suprarenal stent to be deployed causing the graft to jump proximally covering the inferior renal artery. The graft was repositioned infrarenally and the procedure was successfully completed. Post-deployment angiography was unremarkable. The graft was found to be intact and the renal arteries were open and patient. As of 2008, the patient has recovered fine and was discharged 2008.

Manufacturer narrative:
The development of the zenith device followed quality systems procedures and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with an instructions for use (IFU) listing the indications for use. Contraindications, warnings, precautions, and the correct deployment procedure. The IFU also recommends using a cook lunderquist extra stiff wire guide (les). Use of this specific wire guide could prevent/reduce these events from occurring and/or reduce the probability of the severity that occurred in this case. A physician's reference manual is available to all using physicians, which lists trouble shooting techniques that, if followed, could reduce the occurrence or reduce the likelihood of the worst case severity from occurring. The proximal trigger wire contains an etch mark that is specified to be at certain location. Location of this etch mark is verified on each device. The proximal trigger wire is also verified to be placed/routed properly on the delivery system and through the appropriate locations on the stent graft. The device was not received to assist in the investigation. An internal clinical review indicated the event may have been due to product quality. We have taken preventive action to find the root cause of this issue and have notified the appropriate individuals and we will continue to monitor for similar events.